Event description:
Over 25 symptoms of bii. Began getting sick in 2014 with the following symptoms: fatigue brain fog / memory loss, muscle joint pain, hair thinning. Dry skin (esp on face) weight gain, inflammation (chronic swollen right ankle), low libido, slow muscle healing, throat clearing, dry cough, mucus, gi issues - nausea, pain, reflux, gastritis night sweats, intolerance to cold ear ringing / clicking, food intolerance - gluten, food allergies - soy, eggplant, migraines - last 3 days at least twice a week, decrease in vision. Heart palpitations, shoulders ache and are sore, hip sore; lymph nodes under arms swollen at times, dehydration, discolored / cold hands / feet gall bladder issues; fibromyalgia, tight muscles in shoulders (traps / rhomboids) with lumps. Connective tissue disorder. Explanted breast implants 3 weeks ago ((B)(6) 2019) and several hospitalizations since getting implants in 2013 for gi issues. Had to pay for 16 joint surgeries due to connective tissue disorder that developed after implants and wrecked my ligaments and joints. FDA safety report ID# (B)(4).